Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available with additional information a supplemental report will be issued.

Event description:
It was reported that, "loosening, stiffness, pain in l knee. Tibial component grossly loose and in varus."